Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that as a slight type IV endoleak was observed just after implantation, the patient was monitored post the index procedure. One month post the index procedure further follow up confirmed a type ia endoleak. Intervention was completed and an a endurant aortic cuff was implanted resolving the endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.